Event description:
It was alleged that the monopolar cord burned in half and blue flames came out of the unit. The materials manager reported that during the laparoscopic case the laparoscopic instrument was set at 5. The extra voltage was reportedly too high for the unit which resulted in the blue flames and the cord burning. The materials manager reported that there were no injuries and another unit was used to complete the case.